Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that patient underwent a revision procedure on (B)(6) 2013, due to patient allegations of pain and elevated metal ion levels. A review of invoice history confirmed the modular head was removed and replaced during the revision procedure on (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Product identification and expiry date - unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent a total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that patient was revised on (B)(6) 2013 due to patient allegations of pain and elevated metal ion levels. A review of invoice history confirmed the modular head was removed and replaced. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2013 was due to elevated metal ion levels, fluid, metal debris, and pseudocapsule. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay information received in initial and revision operative reports and blood test results, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03767 & 01731).